Manufacturer narrative:
The lot number was not provided for review, therefore a lot history review will not be performed. The device was returned for evaluation and the investigation identified damage to the dilator tip. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640 implantable port allegedly experienced a defective component. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.